Event description:
It was reported that the pacemaker could not be interrogated and programmed. The lead impedance was out of range (> 4000 ohms). During the revision the lead- header connection was checked. The lead showed intraoperatively correct values. The pacemaker was exchanged.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The battery status showed 100 percent. The telemetry of the device was tested with different distances between programmer head and the pacemaker. The device interrogation could be performed properly, also for distances up to 6 cm. The clinical observation could not be reproduced. Further, it was noted that the auto-implant-detection has not been completed. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.